Manufacturer narrative:
The aware date reported in the initial MDR was incorrect. The aware date should be (B)(6) 2021. A customer contact was provided and is as follows: (B)(6).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1 (contact person ¿ mfg site), h4.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: during a preventative maintenance (pm) service, the getinge field service engineer (fse) replaced pim module, found that the device failed pim test, due to membrane failure. To fix the issue the fse replaced the pim module., retested pim test on all manifolds test, and the device passed with no issue. He then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the membrane leak test on the pim test. There was no patient involvement, and no adverse event reported.